Event description:
It was reported that three days after implant, the patient reported swelling and pain in the left arm and modest swelling in the left hand. An ultrasound revealed deep vein thrombosis in the axillary and paired brachial veins. The patient was prescribed medications and instructed to elevate the left arm. The event resolved and the right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) lead remain in use. The patient is a participant in the product surveillance registry (psr) clinical study. No further patient complications have been reported as a result of this event.